Manufacturer narrative:
References the main component of the system, other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had experienced a near fall approximately three weeks ago. The representative checked electrode impedances and electrodes 3,7, and 8 were over 10,000. The high impedances did not affect the programming the patient was on. The patient was still received good stimulation. No patient symptoms or further complications were reported as a result of this event.